Event description:
The defective test strips have a black band on the same side of the test strip that has the pink application square. A black band should not be present on that side of the test strip. The test pad on the defective test strips will either be missing or very loosely attached. The confirmation dot on the back of the test strip may also be off center. Lifescan has been notified and has acknowledged the problem. As of the end of september there has been no resolution.====================== manufacturer response for test strip, blood glucose, sure step pro======================a voice mail was left for the rep. We have not heard back from them yet.